Event description:
It was reported the radiolucent medial blade was found broken after sterilization. No pt involvement reported.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. Complaint history was reviewed for this catalog number. There were no add'l complaints noted. At time of event the device was 11 yrs old. Material conformed for age and frequent use.